Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was over 600 mg/dl and treated it with injection. The customer reported that the insulin pump was dead and had blank display. The insulin pump received multiple error alarm. The customer reported that the display returned after insertion of new battery and insulin pump passed self test. The customer did not received failed battery test alarm after tightened the insulin pump. The insulin pump will not be returned for analysis.